Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference MFR. Report: 3006705815-2019-03857; 3006705815-2019-03859. It was reported that the scs system was not providing effective therapy from approximately (B)(6) 2019. Diagnostics revealed normal impedances and x-rays showed no migration. To address this issue patient had surgical intervention on (B)(6) 2019, where the physician opened the pocket and the leads were removed from the ipg header and washed and cleaned and reinserted back into the header. Patient confirmed effective therapy post operatively .